Event description:
It was reported by service report that the customer alleged that the brakes could not be engaged. Stryker technician could not duplicate the event; the product met and performed to specifications. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
.